Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and straps were used to fixate the mesh. The patient developed a recurrent hernia on an unknown date. A second procedure was performed on (B)(6) 2012 and the surgeon found that the mesh had slipped out of position. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04686. The same patient is represented in each medwatch.